Event description:
Note: event and procedure dates were not provided. It was reported the boston scientific corp that the endovive initial placement peg kit push method was used for an esophagogastroduodenoscopy with peg placement. Pt's age and weight were not provided. Per the complainant, during the procedure resistance was encountered, the peg tube was thought to be occluded in the middle, preventing the guidewire to pass through. This procedure was completed with another boston scientific corp peg kit, model number unk. There has been no report of complications or injury due to this event. Post procedure the pt's status was fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).